Event description:
Procedure type: laparoscopic adrenalectomy. According to the reporter: while dissection and peeling, suddenly balloon exploded. Injected air was 20cc and surgeon did not notice any abnormality at insertion. Used another to complete procedure. No bleeding. No tissue damage. Nothing fell into cavity. No pt harm. O.r. Time not extended. When the balloon exploded, any energy device was not used, and there was no contact and no cavitation of device.

Manufacturer narrative:
(B)(4).